Manufacturer narrative:
Investigation based on feedback from distributor. No information at hand indicating the cause for the problem.

Event description:
A male patient with pain and swelling approximately one year post-op. X-ray changes are evident. The patient had a traumatic injury to the thumb many years ago, and so the case is considered post-traumatic. The patient was stage iii pre-operatively. There is not a stability issue. Dr is following the case and anticipates the need to revise it at a later date.